Manufacturer narrative:
This report is to account for the additional patient demographic received. Csi ID: (B)(4).

Manufacturer narrative:
The guide wire was received at csi, engaged in the oad. Visual examination confirmed that the guide wire was fractured, at the proximal spring tip solder bond. Scanning electron analysis of the wire revealed evidence of torsion and the tip bushing showed radiopaque material transfer from the guide wire spring tip. At the conclusion of the device analysis, the report that the guide wire fractured was confirmed and was found to be due to contact from the spinning driveshaft. This was consistent with details reported to csi, which stated that the oad jumped forward and angiography revealed the tip of the guide wire was close to the oad. The root cause was determined to be use not consistent with instructions for use. The diamondback coronary orbital atherectomy system instructions for use warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) jumped forward after the fifth treatment pass and angiography revealed the tip of the viper wire guide wire was close to the oad. When the crown was pulled back, the guide wire did not remain in place, and both the device and wire were removed together. It was observed that the tip of the guide wire had remained in vivo. No attempts to remove the fragment were made, and the fragment was stented against the vessel wall. The patient was reported to be stable.